Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) was emitting beeping tones a few days after the device was implanted. When the device was interrogated at the physician's clinic, shocking impedances were found to be over 125 ohms.